Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump received power error due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 6.2 mmol/l. Troubleshooting steps were provided for power error detected alarm. The customer also stated that notification light did not stop flashing immediately. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.